Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system¿s flow not increasing alongside its set speed being increased was not confirmed. The returned centrimag motor serial number (B)(6) was functionally tested at the european distribution center and was found to perform as intended. Atypical events were unable to be reproduced, and the mock loop¿s flow always increased alongside the motor¿s set speed being raised throughout all testing. Available information for this event indicates that the flow issue resolved after the motor was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Centrimag motor IFU (rev. F) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was inserted into the motor and properly locked and secured. Upon attempting to increase the revolution per minute (rpm), there was no corresponding increase in flow. After verifying that all components were correctly positioned and secured, the team concluded that the issue originated from the motor. The motor was replaced with a new unit, and the problem was resolved.